Event description:
On (B)(6) 2012, it was reported that the pt¿s mother stated that the infusion device does not display w2 (battery low) as it should. She stated that it displayed e2 (battery empty) twice without first displaying w2. At 10:00am, a new battery was inserted in the infusion device and then it displayed w2. The pt¿s blood glucose was 120 mg/dl at this time. At 2:00pm, the device displayed e8 (power interrupt). The infusion device has also displayed e4 (occlusion error) several times. On (B)(6) 2012 at 6:30pm, the pt¿s blood glucose level was 480 mg/dl. The parent called the diabetes specialist to discuss treatment. The elevated blood glucose level was corrected by the parent. The infusion device was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Manufacturer narrative:
Based on the history analysis the pump had a high power consumption. A defective component in the power supply path leads to a leakage current. Therefore a battery change has to be performed frequently. Due to a quick discharge of the battery, the w2 "battery low warning" may not alert the user but the e2 "battery empty alarm" occurs.